Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pin size hole on each of two (2) homechoice cassettes. The holes were identified while priming for automated peritoneal dialysis therapy. The customer stated that no leak occurred. As a result, the patient had to change the entire set up twice in order to proceed with the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.